Event description:
It was reported that patient underwent primary oxford knee procedure on (B)(6) 2009. Revision procedure was performed on (B)(6) 2013, due to implant loosening. No further information has been received.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported.